Event description:
It was reported the pt has received a low battery flag. The sjm rep provided the diagnostic parameters, and it was determined the issue may be passivation. Follow up identified the low battery flag returned and the physician planned to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.